Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No frozen screen noted. The time clock changes properly. The insulin pump has cracked case at the display window corners and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a frozen display. Customer also reported the time was no advancing on the insulin pump's screen. The customer also reported the buttons were unresponsive on the insulin pump. Customer's blood glucose was unknown. Customer also reported they were able to resolve the button issue with a battery change. Customer was advised the insulin pump will be replaced. Customer agreed to return the insulin pump for analysis.